Event description:
The facility reported a colleague infusion pump with a malfunction of a bad battery. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the biomed service department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "battery bad" was confirmed by baxter personnel during product evaluation. The root cause was assigned to use/user error. The batteries and battery harness were replaced to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently being evaluated. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.baxter has received similar reports for the reported problem.